Manufacturer narrative:
Review of the device history records did not find any deviations or anomalies. This device is used for treatment. Review of the surgery notes confirms that the patient underwent total right knee arthroplasty due to degenerative arthritis. Trial components gave good stability and no laxity with full flexion or extension. The final components gave full extension to about 120 degrees of flexion. The knee was not over-tight in full flexion or extension nor was it loose. Radiology notes dated (B)(6) 2014 reports that mineralized debris scattered throughout the joint was present. It was also reported that there was varus positioning of the tibial tray and increased lucency surrounding the cement bone interface. Radiographic notes dated (B)(6) 2015 suggests loosening of the tibial component collapsed down into varus. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient is experiencing loosening, debris around the implant.